Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem. The lhr review was completed, and there was no non-conformance associated with this lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. A replacement heartstring seal was used to complete the procedure. It was also reported that during the same procedure, the cutter did not cut evenly. One side of the aortotomy was a ragged cut and was repaired with suture. No further patient complications were reported by the hospital.